Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0024621. Medical device expiration date: 2021-06-30. Device manufacture date: 2020-01-24. Medical device lot #: 9302617. Medical device expiration date: 2021-03-31. Device manufacture date: 2019-10-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter: the customer stated "cap loose."

Event description:
It was reported with the use of the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter: the customer stated "cap loose."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and the issue relating to decapping was observed. Extra lubricant on the stoppers could be a contributor for the loose cap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.